Event description:
Pca pump with 50 mg of dilaudid was infusing into pt's catheter. After dialysis was started, the pressure in the venous line caused the syringe to pull out of the safety lock. The entire contents of the syringe was drawn into the pt. Bp went down to 55/32. The pt had received an overdose of dilaudid. The pt was given 3 ampules of narcan. Bp rose to 98. After dialysis was complete, the pt was transferred to ICU. Narcan drip was given for 6-7 hrs until she metabolized the dilaudid. Once stabilized she was transferred out of ICU (later the same day). Pt was discharged on 3/7 after other medical problems were stabilized.